Event description:
Pt underwent a study in 2001, with alleged breg pain pump placed by orthopedic surgeon. A second surgery was done in 2003, in the same shoulder and an alleged djo pain pump was used. Pt diagnosed with chondrolysis in 2008.